Event description:
Nurse reported the luer lok adapter and cannula came off the syringe. They reported that this has happened several times. There has been one injury reported, a minor iris bleed. It was reported that the iris bleed did not have any consequences to the pt. There was no treatment necessary and the phaco. Clear cornea procedure was successfully completed.